Event description:
Adverse event(s): no pt involvement (no consequences or impact to pt). Product problem(s): laser would not work (no info); system message displayed (device displays error message). The facility scrub technician reported that during set-up water from the cassette tubing leaked onto the laser port. The laser port ring turned red and a system message displayed. The facility scrub technician stated the cassette tubing did not connect to the port securely. The system was rebooted but the system message would not clear. The staff turned off the laser and used the system. Another laser system was used to complete the laser portion of the procedure. No pt involvement as the event occurred during set-up.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The company service rep did not observe any salt residue on the outside of the laser core. The company service rep did find system messages in the event log. The laser core and pneumatic pcb were replaced. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)